Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the orthopat machine had power cord connection problems and was not holding a charge. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that the orthopat machine had power cord connection problems and was not holding a charge. No donor or operator injury or reaction was reported. Upon eval of the device the reported problem was verified and a blood spill was also found. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service records. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).